Event description:
I developed a sore on the side of my face that would not heal, my hair was falling out, for a year when a biopsy was done and I was diagnosed with lupus. A few years later I was diagnosed with autoimmune disease, high blood pressure, diabetes, and was also hospitalized in 2019, unable to walk in severe pain and was never diagnosed. I had unexplainable food allergies, body inflammation, hair loss on scalp, lashes and eyebrows, brittle fingernails, pain throughout my body, lesions on my scalp, face, neck, ears, chest, night sweats, chills, severe breast pains, hard time breathing, exhaustion, heat and cold intolerance, light sensitivity, dizzy spells, brain fog, immobilization at times, ringing in my ears, unexplained weight gain, water retention, very bad headaches, dry mouth and eyes, depression. I have had multiple test done, and lab work done almost every 6 months. Documentation at your request.